Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the stopwatch on the screen of console did not display and procedure was cancelled. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A ce rotablator was selected for use. The patient was sedated and during device preparation, it was noted that the stopwatch on the screen of console was not displayed. The device was removed and the procedure was not completed. No patient complications were reported and patient was stable post procedure.